Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the sealant of a mynxgrip 6f/7f vascular closure device (vcd) didn't stick well to the vessel wall. Hemostasis was achieved with manual compression (duration unknown). The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place while removing the balloon from the access site. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Additional information was requested, but is unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1707601 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the selant of a mynxgrip 6f/7f vascular closure device didn't stick well to the vessel wall. Hemostasis was achieved with manual compression (duration unknown). The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place while removing the balloon from the access site. The patient's hospitalization was not extended as a result of the event. The patient was noted as recovered. Additional information was requested, but is unknown.